Event description:
It was reported that a physician, trained in the use of the proglide device was preparing the device prior to arteriotomy closure of the right femoral artery after a posterior descending artery (pda) procedure. Reportedly, the doctor noticed that the device could not be deployed properly. Another proglide was successfully used to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the plunger, link, and both cuffs were not returned, limiting the scope of this investigation. Inspection of the device revealed a bent posterior needle tip and needle strike mark at the posterior foot. This is consistent with the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment. Because the posterior needle did not engage with the posterior cuff, the suture could not be retrieved and the suture knot would not form to be advanced to the arterial surface to close the vessel as designed. Because the original plunger was not returned, during testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss due to the posterior needle striking the foot instead of engaging with the cuff is needle deflection caused by interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.